Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 03/05/2013. The product associated with this report has been received however the device analysis has not been completed at this time and the taper type has not yet been determined. Based upon the serial number, model number, and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report.

Event description:
Patient reported lap-band access port was removed because of a "leak in the tubing." The leak was first noted when the patient noted a lack of restriction and visited the physician's office. Patient went in for an additional follow-up about a month later and stated that the physician noted that the band was not holding saline.